Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Visual inspection shows that damage to lcd screen is a severe scratch therefore hard to read as reported by user.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer states that damage was due to normal wear and tear. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.